Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of a damaged eyepiece was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damaged eyepiece was due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during device maintenance inspection.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 10 mm, 30°, hd, quick lock, autoclavable exhibited a damaged eyepiece. There were no reports of patient harm.